Event description:
Consumer alleges she was using the heating pad on medium heat while in her chair and was leaning against the heating pad. Ten minutes later, she noticed that her back was burned. She sought medical treatment and claims she was diagnosed with 2nd and 3rd degree burns and was instructed to treat with tylenol and aloe vera lotion. She claims that she does have scarring.

Manufacturer narrative:
Consumer admits she was leaning against the heating pad which is abuse/misuse of the product and a direct violation of the instructions and warnings provided. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product.